Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil was received with no observed knife impression and the anvil head was observed to be tilted. Functionally, a pmv representative anvil was used due to the observed damage to the clinical anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the instrument is applied over tissue that does not meet the tissue compression requirement. The instructions for use of this product states: excess tissue thickness or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open hemorrhoidectomy according to (B)(6), the device did not fire. The handle could not be squeezed. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open hemorrhoidectomy, when squeezing the handle, the device did not fire. Another device was used to complete the case. There was no patient injury.